Manufacturer narrative:
Manufacturer's ref# (B)(4). 21-nov-2022: technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Conclusion on investigation of trended case: the connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. This is a late report. Investigation is still in progress, a final report will be submitted upon completion.

Event description:
21-nov-2022: on an unknown date charger looks to have burned inside the connection where micro usb cable goes in.

Manufacturer narrative:
Manufacturer's ref# (B)(4): on 21-nov-2022: technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. Conclusion on investigation of trended case: the connector is broken, probably because the user has (not intentionally) misused it, while inserting the cable. If the cable has been slightly out of specification that could have had a negative effect on this. This has caused a low ohmic connection in the cable connector - almost a short circuit - that will emit heat when the cable is inserted into the wall charger, causing up to the rated 5 w of the wall charger to be dissipated inside the connector. Micro usb is a very well known and used standard but can mechanically break down. This is a late report. Investigation is still in progress, a final report will be submitted upon completion. On 19-dec-2022: correction: h8. The clinical investigation concluded: a damaged power supply or a power supply of very poor quality could potentially lead to burn injuries and in rare conditions there is small risk that a wrong charging or discharging or a battery thermal runway can lead to high temperatures or fire accidents. The chargers have been safety tested according to applicable standards. These risks are reduced as far as possible and the probability of occurrence of these events is considered very low. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusion herein are sufficient. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturer's investigation is final. This is a final report.

Event description:
On 21-nov-2022: on an unknown date charger looks to have burned inside the connection where micro usb cable goes in. On 19-dec-2022: no further follow up expected.